Event description:
Infusing diltiazem ivpb; IV pump was beeping as soon as nurse left the room. Nurse checked beeping sound and found pump with system error 322. IV pump was removed from the room.this facility has been experiencing multiple problems with this device. The manufacturer has been contacted. The cause of the problems has not been identified by either the manufacturer or biomed. Troubleshooting efforts recommended by the manufacturer have not been successful. This type of event can result in the delay of IV therapy, including vasopressor medications and other critical IV meds.